Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the checking of the manufacturing record (18 july, 2014 ~ 18 july, 2015), there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
On (B)(6) 2015, it was informed that the doctor clipped the area of the treatment after a colonoscopic polypectomy. On (B)(6) 2015, the patient was in bad shape. The doctor confirmed the contrast CT image. As a result, there was perforation in the patient's colon. The patient underwent laparotomy. The patient is recovered now.